Event description:
It had been reported that upon opening the cement, powder was bursted. No known adverse event was reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis shows that the right sealing was damaged. The reported event has been confirmed. The review of the semi-finish device manufacturing quality record indicates that 5773 products refobacin bone cement r 40, reference:(B)(4), batch: a750ed0910 were manufactured on 16th july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 similar complaints have been recorded for refobacin bone cement r 1x40g, batch: a750ed0910 within one year. The product analysis shows that there was a hole on the sealing, so it confirmed the reported event. A corrective action has been initiated in order to implement actions to avoid the recurrence of this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It had been reported that upon opening the cement, powder was bursted.